Manufacturer narrative:
Add'l 2 strip lots are unk.

Event description:
Customer reportedly obtained results of 297 mg/dl, 256mg/dl, and 256mg/dl on the aviva system while a professional device returned results of 98mg/dl, 95mg/dl, and 95mg/dl. All results were obtained within 10 minutes. No action taken on device results. No adverse event reported. Customer used 3 different strip vials to obtain the results. Only one strip lot was reported and customer did not provide which strip lot produced specific results. Requested return of suspect system, however 2 vials are unavailable for return.